Manufacturer narrative:
A customer in united states notified biomérieux of obtaining a sample identification of corynebacterium diphtheriae in association with their vitek® ms instrument (ref (B)(4); serial# (B)(6). Lab ID ab760436 lead to vitek® ms results of 3 single choices of c. Diphtheriae, and one with a ¿no identification¿ result. The gram stain observed for this sample was not consistent with c. Diphtheriae. Investigation fine tuning fine tuning report made before the identifications issues was not provided. It is not possible for the investigation to verify if all the mandatory fine tuning criteria were met. Spot preparation quality the customer¿s spot preparation appears good. Knowledge base (kb) review the expected identification remains unknown as it was not confirmed using a reference method, thus it cannot be determined whether the organism is part of the current knowledge base version. Sample data analysis the analysis of the mzml samples files shows that those spectra have a low number of peaks (31 and 32) which is just above the acceptable limit (30) for giving an ¿identification¿ result or a ¿no identification¿ result. In addition, the identification was obtained with a low identification score (-0.1 to -0,34) which is also near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). Reprocessing the customer data with next vitek ms kb under development lead to 2 spots still identified as c. Diphtheriae (incorrect ID according to gram stain) and 2 spots with ¿no identification,¿ thus the discrepancy remains. Root cause the investigator requested that the customer submit some of the sample in question for further testing, however they did not have more of the sample strain available. The root cause is unknown due to being unable to investigate the issue any further. No reference method was used to confirm the organism identification; it remains unknown.

Event description:
On (B)(6) 2020, a customer in the united states notified biom¿rieux of a misidentification of prevotella disiens as corynebacterium diphtheria species in association with vitek¿ ms instrument reference 410895, serial# (B)(4), vitek¿ ms clinical knowledge base 3.2. The customer stated that on (B)(6) 2020, when testing an isolate from a breast abscess on the impacted vitek ms instrument, he obtained an identification as corynebacterium diphtheria species while alternate method gave prevotella disiens species consistent with gram stain. Vitek¿ ms result was not reported to the physician. No patient outcomes were reported due to the referenced issue. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. The strain is no longer available for submission to biom¿rieux for investigation.